Event description:
It was reported during a laparoscopic bladder neck suspension, laparoscopic vaginal hysterectomy, right salphingoophorectomy and laparoscopic uteral nerve ablation the stapler was either missing staples or they hung up inside the instrument. The case was completed with another ems and was completed successfully. There was no consequence to the patient.

Manufacturer narrative:
The product complaint analysis team had completed its investigation of the device which was returned to co with product inquiry # 974359. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(17) and trigger engaged with precock. Functional tests & results; cycled instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "was either missing staples or they hung up inside the instrument" was due to staples getting "hung up inside the instrument". The probable cause was the presence of dried body fluids in the nose. During functional testing, the instrument fired eleven (11) staples properly then jammed. The cartridge was then disassembled and no deformations were observed. However, the lifter would no move properly due to it adherence with dried body fluids. The cartridge contained 7 remaining staples, which were properly aligned in the track. Co reviews each incident as ti occurs in an effort to continuously improve products and processes.